Event description:
Screwdriver was broken during a screw removal. This 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained screwdriver shows that the tip is broken off due to mechanical overloading during usage. The inner shaft was not returned and disposed by the hospital. The breakage is indicative of too much applied mechanical force during usage which has led to this damage. Further investigation regarding the manufacturing documents show conformity to the specification. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.